Manufacturer narrative:
Correction: describe event or problem updated to reflect no patient involvement.

Event description:
The customer reported the device showed a defib pads failure. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device showed a defib pads failure. The device was in use on a patient. There was no report of patient or user harm.